Event description:
Surgeon reported that during cataract surgery, the cannula along with the luer lok adaptor detached from the syringe puncturing the posterior capsule. The pt's outcome was reported as 'good'.